Event description:
It was reported that the implant at tooth site #20 suffered from bone loss. The patient was at home drinking tea, she said the implant fell out into her mouth. The patient started bleeding a lot after the implant fell out, after hours and went to the ER. She was seen in our office the next day. Patient went to the hospital for bleeding after the implant fell out. Symptoms as a result of the event: pain.

Manufacturer narrative:
Zimvie complaint number (B)(4). A summary investigation has been completed for bone loss events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.